Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 125 mg/dl with the sensor when compared to an hcp meter result of 285 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced shaking and a loss of consciousness and the ambulance was called. Upon arriving, the customer was provided insulin (type/dose unknown) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. A customer reported receiving a low scan of 125 mg/dl with the sensor when compared to an hcp meter result of 285 mg/dl. When the results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer experienced shaking and a loss of consciousness and the ambulance was called. Upon arriving, the customer was provided insulin (type/dose unknown) for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.